Event description:
The feeding tube was placed (B)(6) 2007 and was removed on (B)(6) 2008 because the tube broke into 6 pieces. Some of the pieces were retrieved from the small bowel. The esophagus was harmed from the removal of some of the pieces. The tubing was measured to make sure all piece were retrieved. Peg tube remained and new 4 port. No injury to pt.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.